Event description:
It was reported that the pcu/devices shut down in the ICU. The issue was resolved when the devices were plugged in and all infusions continued with no further issues. The customer confirmed that there was no patient harm reported and continued to used the devices as they were working. Although requested there was no additional event details provided at this time.

Manufacturer narrative:
A a review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/24/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu/devices shut down in the ICU. The issue was resolved when the devices were plugged in and all infusions continued with no further issues. The customer confirmed that there was no patient harm reported and continued to used the devices as they were working. Although requested there was no additional event details provided at this time.